Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Notes- the date entered is "date of event" is an approximation based on the information the customer provided. The meter being reported in this submission was previously reported in MDR # 2954323-2017-00393 as a malfunction. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter was not turning on with the button or test strip insertion. Customer stated ¿in the middle of (B)(6)¿ 2016, she experienced symptoms of ¿sweaty, shaky, dizzy, feeling hot and wanted to pass out¿. The customer was unable to check her blood sugar as her meter was not turning on at all. Customer called 911 and emt¿s arrived and tested her blood sugar on their meter with a result of ¿hi¿. An ambulance arrived 5 minutes later and tested the customer again, and also received a result of ¿hi¿. Customer reported that paramedics attempted to start an IV but were unable to as she was having a seizure. Customer was taken to the emergency room, where her blood glucose was tested again with a result of ¿hi¿. Customer stated she woke up in the ICU 2 days later. Customer remained in the hospital for a total of 9 days. The customer reported she was treated with unspecified ¿intravenous fluid¿ and monitored. No diagnosis was reported. She was discharged on the 9th day, when her blood sugar was measured at 114 mg/dl on a hospital meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Notes- the date entered is "date of event" is an approximation based on the information the customer provided. The meter being reported in this submission was previously reported in MDR # 2954323-2017-00393 as a malfunction. This serves as a correction report. (Adverse event/product problem) was incorrectly documented in the initial MDR 30 day report. (B)(4).

Event description:
A customer reported that her adc blood glucose meter was not turning on with the button or test strip insertion. Customer stated ¿in the middle of (B)(6)¿ 2016, she experienced symptoms of ¿sweaty, shaky, dizzy, feeling hot and wanted to pass out¿. The customer was unable to check her blood sugar as her meter was not turning on at all. Customer called 911 and emt¿s arrived and tested her blood sugar on their meter with a result of ¿hi¿. An ambulance arrived 5 minutes later and tested the customer again, and also received a result of ¿hi¿. Customer reported that paramedics attempted to start an IV but were unable to as she was having a seizure. Customer was taken to the emergency room, where her blood glucose was tested again with a result of ¿hi¿. Customer stated she woke up in the ICU 2 days later. Customer remained in the hospital for a total of 9 days. The customer reported she was treated with unspecified ¿intravenous fluid¿ and monitored. No diagnosis was reported. She was discharged on the 9th day, when her blood sugar was measured at 114 mg/dl on a hospital meter. There was no report of death or permanent injury associated with this event.